Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The boston scientific sales representative stated that the lead had micro-dislodged creating insufficient tissue-electrode interface, thus the inability to capture. There was an attempt to reposition, however, the patient's anatomy did not allow physician to torque that lead sufficiently, which led to a new lead being implanted. No adverse patient effects as a result of the lead revision procedure were reported.

Event description:
Boston scientific received information that the right ventricular lead was surgically abandoned three and a half months post implant due to an unknown reason. An email was sent to the boston scientific sales representative in an attempt to obtain additional information. No adverse patient effects were reported.